Manufacturer narrative:
Siemens was able to reproduce the described behavior of syngo rt therapist 4.3_sp01, which is a known issue. The customer was provided with a workaround to always use automatic registration after manual change to another isocenter before using manual registration. The described behavior will be corrected in a future software update. Reserved device for factory testing.

Event description:
The customer notified siemens on (B)(6) 2015 that when a patient with one planning CT has 3 different sites with different isocenters (total spine), the isocenter has to be changed manually when acquiring the second and third cone beam CT (cbct). The planning image and the cone beam CT image could not be matched to the customer's satisfaction, so the customer performed a manual registration to improve this. The offset result from this correction was 8cm, which was too large. The customer clicked on auto-registration again and this corrected the issue. There is no report of mistreatment or injury to the patient. This reported issue occurred in (B)(6).